Manufacturer narrative:
Evaluation; false positive result testing was performed using an in-house file kit of architect stat troponin-I lot 42966un11. To evaluate the assays performance an internal architect troponin-I panel 1 was tested. The panel results were within specifications, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Manual dilutions of the returned patient sample were made using the architect stat troponin-I calibrator a as the diluent. A neat sample and the dilutions were tested with reagent lot 42966un11. All dilutions of the sample were within the evaluation criteria of +/-20%. This result is not indicative of the presence of an interfering substance in the patient sample. A second vial of the patient sample was then treated with a heterophilic blocking tube (hbt) reagent to determine if an interfering substance contains heterophilic antibodies and the following results were obtained: neat sample: 1.452 ng/ml hbt-treated specimen: 1.424 ng/ml. Per the hbt package insert, if the sample contained heterophilic antibodies the result would be lower than the neat result. This was not the case. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. Information from the limitations of the procedure section of the package insert was communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a product deficiency.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that a patient is generating elevated architect stat troponin-I results and has no other indicators of a myocardial infarction (mi). The patient has had 8 samples that have generated architect stat troponin-I results in the range of 1.14 to 1.57 ng/ml. There was no report of adverse impact to patient management.